Event description:
The customer contacted us as their iud was dislodged while using the cup. The iud had to be entirely removed by a doctor. The customer consulted three doctors, and two of them advised against using a cup with iud. The doctor suspected that the cup was firmly near the cervix that the iud dislodged while the customer was removing the cup. The doctor had stated they shall not shorten the iud strings, and therefore they did not shorten the strings of customer iud. The customer did not give additional details about their cup or the iud. The customer said they had removed the cup as instructed, paid attention to the correct cup removal technique, and released the pressure. We explained to the customer that an iud might partially or entirely be displaced from the uterus for various reasons, and they should pay attention to the removal technique.